Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. During evaluation it was observed that capacitor c174 on the therapy pcb assembly was broken. After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced part was further evaluated by the product assessment center (pac) technician who verified the physical damage of the therapy pcb assembly but was not able to confirm whether it caused the reported issue. A cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU)# (B)(4) of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.